Event description:
It was reported via repair work order that the fowler would drift without weight due to a malfunctioning fowler actuator/motor. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.